Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted a small amount of blood on the tightly folded balloon, consistent with handling. The hypotube was separated at the distal end of the nose piece, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. There was a kink in the strain relief tubing at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during preparation, resulting in the hypotube and strain relief tubing kinking and further manipulation would have caused the hypotube to separate. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
The device was received by the return goods lab on (B)(6) 2011. Analysis of the device revealed that the hypotube was separated. It was confirmed that the hypotube separation occurred prior to use in the patient, while preparing the device on the back table. The device was not used on the patient. No additional information was provided.